Manufacturer narrative:
(B)(4). Concomitant products: other: aspirin, clopidogrel. Stent: xience v 3.5x28. There were no reported product deficiencies and the device was not returned for analysis. The reported patient effects of angina, ischemia, myocardial infarction, and stenosis/restenosis are listed in the xience v everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2011, the patient underwent a stenting procedure with placement of a 3.0 x 28 mm xience v stent and a 3.5 x 28 mm xience v stent in the mid left anterior descending (lad) artery. On (B)(6) 2013, the patient was re-hospitalized with unstable angina. Creatine kinase myocardial band was elevated and electrocardiogram noted an st elevation myocardial infarction. In-stent restenosis was noted. Ischemia-driven revascularization was performed in the target vessel/target lesion and a 2.75 x 14 mm non-abbott stent was placed. The patient's condition resolved on (B)(6) 2013. No additional information was provided.